Manufacturer narrative:
Failure analysis completed investigation on the prograsp forceps instrument and found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal end. The distal idler pulley would spin freely and did not exhibit any damage.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the cable from the prograsp forceps instrument fell apart inside the patient. The multiple pieces of frayed cable were removed. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has received the instrument associated with this reported event, and failure analysis (fa) investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post-fa evaluation, or if additional information is obtained.